Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the blade fell off of a harmonic ace instrument. Under visualization, the fragment was retrieved fully from patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and obtained the following additional information about the complaint: the instrument was inspected before use. She doesn't know if the instrument collided with another instrument or what task the surgeon was performing when the instrument broke. She said the piece that fell into the patient was large so no post-operative tests were needed. She doesn't know what instrument was used to retrieve the fragment. There have been no reports of any injury to the patient post procedure. No video is available for this procedure. The fragment will be returned with the instrument, but she hasn't sent it back to us yet. She is looking for a box large enough to return the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.63" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.